Manufacturer narrative:
Unit received with a64 alarm during self test due to a faulty y1 on the rf board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. Blood glucose was unknown. Insulin pump shows black circle and the screen goes completely out and then turns on again without any error and insulin pump work fine again.. The insulin pump will be returned for analysis.